Event description:
The customer reported an intermittent overload fault error messages. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver pcb and high voltage tank were evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and put back into service.